Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances. The values have fluctuated from implant which was approximately 1000 ohms. The impedances recently were 576 ohms, but now were out of range at values above 2500 ohms. The patient was then brought in for further evaluation. In both bipolar and unipolar configurations, the impedances values were above 2500 ohms. At this time, this lead and the existing cardiac resynchronization therapy defibrillator system were abandoned electrically and the patient was implanted with a subcutaneous implantable cardioverter defibrillator system. No additional adverse patient effects were reported.